Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 11:01am on (B)(6) 2021 together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle (B)(6)." The "factory 1hr xylene standard" protocol comprising (B)(6) cassettes was started in retort b at 11:01am on (B)(6) 2021 and completed at 12:23pm on (B)(6) 2021. Event code "18" was displayed to the user at 17:10pm on (B)(6) 2021 when an attempt was made to schedule a protocol in retort a. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle (B)(6)". Bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately 10 seconds at 17:11pm on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties were reset at 17:11pm on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle (B)(6) prior to these user actions were: ethanol concentration=79.8%, cycle=(B)(6), cassettes=(B)(6) and days=71. Although the user affirmed that the ethanol concentration in bottle (B)(6) (ethanol) was to be set to the default value of 100% at 17:11pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 79.9% because the bottle was not removed from the instrument for sufficient time to replace the reagent in this bottle. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 17:11pm on (B)(6) 2021, the reagent in bottle (B)(6) (ethanol) with a ethanol concentration of 79.9% was used for the final dehydration step of "factory 1hr xylene standard" protocol started in retort a at 10:48pm on (B)(6) 2021; the "factory 8hr xylene standard" protocol started in retort a at 13:22pm on (B)(6) 2021; and the "factory 8hr xylene standard" protocol started in retort a at 17:02pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing derived from the "factory 8hr xylene standard" protocol started in retort a at 17:12pm on (B)(6) 2021 and the "factory 1hr xylene standard" protocol started in retort b at 14:40pm on (B)(6) 2021, would also have been adversely impacted, because the reagent in bottle (B)(6) (ethanol) was used for the final dehydration step in each of these protocols. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 1hr xylene standard" protocol started in retort a at 10:48pm on (B)(6) 2021, the "factory 8hr xylene standard" protocol started in retort a at 13:22pm on (B)(6) 2021 and the "factory 8hr xylene standard" protocol started in retort a at 17:02pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The instrument also functioned as designed during execution of both the "factory 8hr xylene standard" protocol started in retort a at 17:12pm on (B)(6) 2021 and the "factory 1hr xylene standard" protocol started in retort b at 14:40pm on (B)(6) 2021, from which the quality of tissue processing would also have been adversely impacted. The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 17:11pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle (B)(6) (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "tissue that were run on a 8 hour program were under processed appeared not fixed. Program ran to completion without any error messages. Tissues were reprocessed on another unit. User proceeded to change all the reagents and perform a test run, the test tissues were also under processed." On 28 january 2021, the assigned leica field applications specialist - core histology (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint and provide applications support. The fss documented the following observations: "supervisor stated they determined the issue as contaminated alcohol (from (B)(4) distillery). The 100% alcohol concentration measures 96% and has a strong citrus smell. It was used on the processor during the affected run. The instrument was dumped and refilled using a different lot number of alcohol prior to my arrival. Test tissue was ran [sic] and approved by pathologist. Bottles (B)(6) clear, bottles (B)(6) dedicated 70% clear, bottles (B)(6) clear, pink hue due to eosin. Bottles (B)(6) clear. Bottle (B)(6) has a broken cap; the interior [sic] plastic is missing. No instrument errors." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the following three (3) processing runs: the "1 hr" protocol comprising (B)(6) cassettes started in retort a at 10:48am on (B)(6) 2021, the "8 hr" protocol comprising (B)(6) cassettes executed in retort a and the "8 hr" protocol comprising (B)(6) cassettes executed in retort b. The tissue type and size of the affected samples were detailed as "routine non-fatty" and "biopsy gi, regular" respectively. On 28 january 2021, the assigned leica applications specialist - core histology received information that all cases involved in this event were diagnosable.